Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. In (B)(6) 2009 during the index procedure, the lesion located in the mid right coronary artery (rca) was treated with an unknown size taxus liberte stent. In (B)(6) 2010, a follow-up coronary angiogram was performed. It was noted that the patient experienced restenosis. The 90% stenosed target lesion located in the mid rca was 3.0mm in diameter and 15mm long. In (B)(6) 2010, an intervention was performed in the mid rca. The patient had no ischemic symptoms at the procedure. The lesion was treated with a placement of a non-bsc stent. Post dilation was performed. Residual stenosis was 0%. No patient complications were reported and the patient's outcome is resolved. In (B)(6) 2010, 1 year follow-up was performed. The patient had no anginal symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).